Event description:
It was reported that during the pulmonary wedge resection surgery, could not fire when severing lung tissue on the 1th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # 338a87. (B)(6). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with two reloads present along with the device. Ecr45b & ecr45d reloads (b & c) were received partially fired 1/16. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with the returned reloads. The device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reload b: ecr45b, u5dc2l, partially fired 1/16, reload c: ecr45d, u5f33m, partially fired 1/16.